Event description:
The customer contacted stryker to report that a stryker-owned demonstration device failed to deliver a shock during testing. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.